Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the pocket was moved and the ipg was replaced. The patient was doing well postoperatively and the explanted device was discarded by the medical facility. No device malfunction suspected

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three weeks ago.